Manufacturer narrative:
Investigation completed 08/17/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2016¿ nov. Service history review: there is no service history for the device under evaluation. A review of lcx02 monitor customer complaints was completed using the following key words ¿no temperature reading¿ in the search criteria. The review encompassed dates 14-aug-16 to 14-aug -17. The review verified that this complaint is the single complaint occurrence for the serial number of the device under evaluation. Rate of occurrence: during the time period ¿sep16 to aug17¿, the global product usage for lcx02 monitors was calculated as 2,333 usages, using the total quantity of lcx02 monitor catheter sales sold to calculate the quantity of usages. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.04%. The evaluation was unable to conclusively verify the complaint as valid.

Event description:
No temperature reading was reported. Date of incident: was unknown. There was no patient contact, injury or revision/medical intervention required.